Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not prime and a no delivery alarm was received. Customer indicated that the infusion set fell out and was reinserted but fell out again and cannula was bent. The customer's blood glucose at time of the incident was 400 mg/dl. Customer only wanted to troubleshoot for alarm and this issue was resolved by infusion set change. Customer indicated that the device was performing as designed and declined to send pump back for analysis.